Event description:
Reported as, "urine catheter cannot be deflated". This occurred while in use on a patient. No harm or injury to the patient. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing facility for investigation. The manufacturing site reports: "visual examination on the returned catheter showed no sign of kinking and clamp mark. No abnormalities found on the physical sample. Further investigation is the catheter was inflated with 3ml of water using a luer tip syringe. The balloons inflated without any difficulties. No latex particle or other foreign particle can be seen within the balloon or inflation eye. The inflation eye was normal, and no collapse of the inflation lumen observed. Leaving the inflated balloon for 30 minutes and it showed no sign of leak on any part of the catheter. Deflation of the balloon by connecting empty luer tip syringe barrel to the valve was smooth and completed. Non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, the balloon with l ow fill volume than the recommended tends to have this problem." The complaint could not be confirmed. There were no issues found with the returned device. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as, "urine catheter cannot be deflated". This occurred while in use on a patient. No harm or injury to the patient. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).